Manufacturer narrative:
No metal shavings were noted during failure analysis; however, the connector pins and the trigger shafts were damaged and were replaced.

Event description:
The core (B)(4) driver was sent for eval because it was spitting out what appeared to be like metal shavings prior to a procedure. There was no pt involvement; no adverse event was associated with the device. A readily available alternate device was used for the procedure.